Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump was functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to resolve the alarm by letting the insulin pump rest without a battery. The customer's blood glucose was 123 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.